Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low voltage lead exhibited a polarity switch due to a decrease in lead impedance due to suspected lead "aging degradation." It was also reported that noise was observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.